Event description:
It was reported that during this patient implantable cardioverter defibrillator (ICD) implant procedure, the physician stated that upon inserting the right ventricular (rv) lead into the rv port, it went beyond the connector block but not all the way to end of the port. Technical services re-indicated the insertion label for is-1 leads. Subsequently, the physician used mineral oil and the rv lead was inserted successfully. Both the ICD and the rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device without resulting in clinical observations. Please refer to the description for more information regarding the specific circumstances of this event.